Event description:
It was reported that the patient presented in clinic for follow up. Review of an x-ray revealed left ventricle (lv) lead was dislodgement. The physician elected to explant and replaced the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.